Event description:
Phone notes from clinical & regulatory affairs manager from conversation wtih posis sales rep. February, 2005: in late october, radiologist reported a vena cava declot using power pulse and 350 ml run time. Pt developed atn-acute tubular necrosis-requiring dialysisl kidney function returned. Pt was an alcoholic, smoker, and dehydrated at time of procedure. Radiologist did not want to file a report. In december, same radiologist reported three pts with creatinine bumps from 1.5 to 5. None of these pts required dialysis and kidney function returned. Sales rep requested times, dates and other case info from radiologist, but these were not provided. Sales rep is following up to obtain more info. From conversation with radiologist on wednesday february 2005: radiologist experienced 3 cases that required short term dialysis and one case requiring extended dialysis. Each case involved use of the angiojet power pulse technique using tpa as the thrombolytic agent. The cases were performed between approximately january and october of 2004. One case involved a treatment of the distal aorta close to the bifurcation, one involved a thrombosed popliteal artery aneurysm, and another case involved a lower extremity graft. The cases involved creatinine increase from 1-2 to 5-7. Radiologist believes that the angiojet procedure may have caused or contributed to the renal failures observed, although angiojet run times were limited. No angiojet device failure occurred. The following notes were found in the 'business relationships' software: 2-04-spoke with dr. Today regarding their pp case on aorta, this pt then had atn. [Name deleted] came up with me problem solve. This pt was a smoker and alcoholic who came in as an outpatient. Dehydration is the cause we suspect; 2/04- spoke with dr. About a case involving the power pulse, the pt [end of note]; 04/04- tje rads are back on track and don't seem to have an issue with the past hemolysis issues; 01/05-meet with [dr] about the three cases in which there was serious creating bumps.